Event description:
A zoll distributor returned batter charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damage q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.